Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the rotary valve with motor and two 2-way solenoid valves (r10 and r12) were returned for evaluation. Functional testing was performed on the rotary valve with motor and the part functioned without any issues. The reported event could not be duplicated. The part passed testing. Functional testing was performed on both solenoid valves (r10 and r12) . During testing, r10 solenoid valve failed and r12 solenoid valve functioned as expected. Solenoid valve (r10) failed testing. The issue was confirmed. Rotary valve w/motor and solenoid valve r12; method: 4109 historical data analysis; 10 testing of actual/suspected device; results: 213 no device problem found; conclusion code: 4315 cause not established. Solenoid valve r10 evaluation codes: method: 4109 historical data analysis; 10 testing of actual/suspected device; results: 180 mechanical problem identified; conclusion: 4307 caused traced to component failure. The most probable cause of the reported event was due to a failed solenoid valve.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) visited the customer to address the reported event. During the evaluation, fse found multiple issues with the instrument. Fse found that the sample needle tubing was loose from the sample needle. Fse replaced the sample needle. Fse observed bubbles in the large syringe for the buffer prime 1 and 2. Fse replaced the buffer valves and the degasser, however, some air bubbles remained. Fse then replaced the 6-way valve. Fse ran precision testing with acceptable results. Quality controls were performed and had acceptable results. The g8 instrument was operational. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 04-sept-2017 through aware date 04-oct-2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: 1.8 limitations of the procedure. Total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results: results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. Chapter 6 troubleshooting states: 200 area low error: three successive results below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again. The most probable cause of the reported event has not yet been determined. The investigation is in progress.

Event description:
A customer reported getting 200 area low error messages on quality controls (qc) on the g8 instrument. The customer tried flushing valve, but there were no changes. The customer was able to run a patient tube successfully with a total area of 1616 (normal total area range 500-4500). The customer reported that there was debris in the waste tubing and some waste backup. However, there was no debris in their other g8 instrument. The customer ran qc on the other g8 finding the total area on level 1 quality control was 1674 and the total area on level 2 quality control was 1896. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.